Event description:
The customer reported leaking of a set, during infusion of gemzar carboplatin. We received one used and contaminated sample without batch specification. We performed a free flow and tightness test on the received sample and found a leakage below the rotation clamp base. During the visual inspection we found a prick in the tube. Furthermore we performed a visual inspection on all retain samples and an additional free flow and tightness on one retain sample could not find any indication related to the complaint reason. There is no step during the production process where this error could have occurred. Based on the result we assume that this error occurred during the usage of the set. Nevertheless we have informed our staff according to this complaint.